Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. The product identification needed to review device history records was unavailable. Date of event - unknown. The only information received is that the fractures occurred ten days into rehabilitation. Expiration date - unknown. No product identification received. Date implanted - no information provided for either event. Date explanted - no information provided for either event. Manufacture date - unknown. No product identification received. (B)(4).

Event description:
It was reported that two patients underwent hip arthroplasty and subsequently experienced periprosthetic fracture of the stem ten days into rehabilitation. It is unknown if a revision procedure has been performed on either patient. No further details have been provided to date.

Event description:
It was reported that two patients underwent hip arthroplasty and subsequently experienced periprosthetic fracture of the stem ten days into rehabilitation. It is unknown if a revision procedure has been performed on either patient. No further details have been provided to date.

Manufacturer narrative:
(B)(4). Product identification was received and it was confirmed that the components were not manufactured by biomet orthopedics, inc. These were manufactured at biomet (B)(4) and the following medwatch numbers were mailed to the FDA on behalf of biomet (B)(4): 3002806535-2011-00003 & 3002806535-2011-00004. This report filed (B)(4), 2011.